Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving 6 mg/ml hydromorphone at a dose of 2.5 mg/day, 250 mcg/ml clonidine at a dose of 66.62 mcg/day, and 25 mg/ml bupivacaine at a dose of 1.6655 mg/day via an implantable pump for malignant pain and cancer pain. It was reported that the patient had extreme pain and worsening lower back pain. The patient was admitted to the hospital on (B)(6) 2017. The hcp had a question as to if the pump was functioning. The patient had not heard any alarm. The event date was stated as (B)(6) 2017. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) on 2017-jun-14. It was reported that the pump was interrogated and confirmed that the pump was working properly. The hcp stated that the actions taken to resolve the pain included resuming the patient¿s home pain regimen. It was noted that the cause of the pain was not determined and the pain had been resolved. The patient¿s weight was 87 kg. The hcp had no further information to report regarding this event.